Event description:
Orthodontist stated that during the debonding of clarity ceramic brackets, all of the brackets debonded easily except for the bracket on pt's upper left second bicuspid tooth. After debonding this bracket, orthodontist observed that a piece of enamel down-to-dentin was attached to the bracket base. Orthodontist stated that pt's tooth has been repaired with composite.